Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that the issue has been resolved, but no information was provided on how the issue was resolved. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating and patient profiles not crossing over, requires manual critical override. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.